Event description:
The intraocular lens was removed and replaced 1 week post operative due to the physician's observation of a decentered iol haptic.

Manufacturer narrative:
The iol was received for analysis. Both haptics were distorted. Gross contamination was noted on the optic, not inconsistent with an explanted iol. Our observation reasonable suggests that the damage is not mfg related. Product history records indicate the product met release criteria. There have been no other complaints received for this batch record.